Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was oil gel globules/foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: defect: oil bleaching and yellow foreign matter similar to oil in the upper layer of the separation gel was found in the separation gel blood collection tubes. Quantity: 3 pieces. Impact: no impact on patients as well as users.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for oil gel globules was observed. Foreign matter (fm) was not observed. Additionally, 100 retention samples from bd inventory were visually inspected and no defect related to oil gel globules was found and no fm was observed. Complaints for sample quality are under statistical control for the month of (B)(6)2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for oil gel globules based on the photos provided. Fm was unable to be confirmed.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was oil gel globules/foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: defect: oil bleaching and yellow foreign matter similar to oil in the upper layer of the separation gel was found in the separation gel blood collection tubes. Quantity: 3 pieces. Impact: no impact on patients as well as users.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.